Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that they performed 2 physician mode recharges (pmr) and they weren¿t able to get the device to recharge normal. The rep reported that the patient tried again on the weekend and that didn¿t work either. The rep reported that the cause of the neurostimulator (ins) only lasting 5 hours and lack of communication and stimulation wasn¿t determined. The issues weren¿t resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the patient had good stimulation for the first three months after implant, but then in (B)(6) 2017, the ins would only last for 5 hours. It was reported that the ins would not hold a charge. It was also reported that the patient's ins could not be communicated with and the patient didn't feel stimulation since (B)(6) 2018. It was recommended that the manufacturer representative perform a physician mode reset. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their neurostimulator (ins) that was implanted for spinal pain. It was reported that the pain stimulator is not working and causing her problems. Patient said that it is not charging, not taking a charge. Patient placed the belt on and it doesn't take the charge. When patient was asked if the insr is charged up, patient was unable to provide a clear response. Patient contacted a manufacturer representative to come to upcoming appointment to check the device however, he has not showed up. Patient is at her regular pain doctor's office, and patient is mad and wants the rep to come to her house to fix this. When asked if patient has the equipment with her she said that she does however she is at hcp appointment and can't troubleshoot right now and had to go now. No troubleshooting could be performed over the phone. Later, rep reported that patient did not show up for her last appointment and rep was not aware of any appointment changes. No further complications were reported/anticipated. Additional information was received from the manufacturer's representative. It was reported that the patient was showing up at the correct appointment times. No further appointments have been scheduled at this time. Rep stated this was the first they became aware of any issues.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). The rep reported that surgical intervention had not been scheduled yet. No further complications were reported.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. It was reported that the patient's ins wouldn't hold a charge and that it went dead sometime in april. The representative attempted to interrogate the ins several times with no success. The issue was not resolved and the patient was going to be referred to a surgeon for battery replacement with possible lead replacement. Surgical intervention was planned. No further complications reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a friend/family member. It was reported that the ins had dead for about a year and a half, and it would be replaced on the 10th of next month. When asked the reason for replacement and caller indicated the patient has had recharging difficulty with it. No further complications were reported.

Manufacturer narrative:
Duplicate information was reported in rr #(B)(4), however any additional information will be provided in rr # (B)(4) going forward. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an MRI technician regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient¿s implantable neurostimulator (ins) was not working because she was still in pain. The patient indicate that the patient was going to have the ins replaced. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated. Additional information was received from the patient. It was reported that the patient's ins was replaced on (B)(6) 2019. No further complications are anticipated. Additional information was received from the patient and it was reported that the implant, right away would not charge no matter what they did. Pt said they met with a lady at the hospital who started it, but it died right away again. Pt said they did everything according to the manual, but still the implant would not take a charge. Pt said they decided to replace the 2nd implant, right after their back surgery, because they were told the implant was not working.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. The patient's weight was updated. No further complications reported.